Event description:
On [date redacted], the xe-500 hematology analyzer did not detect any eosinophilic cells but when a manual differential was performed the eosinophilic cell count was 47%. During the next day, the analyzer also did not detect any eosinophilic cells. Manual count noted 29% eosinophilic cells. On both days, there were no flagged messages from the analyzer. The specimen were run through a back-up analyzer sysmex xt-2000i and the results correlated with the manual differential findings. All of the qc for the xe-5000 was in range and other patient results correlated. Complete blood count with differentials were performed on the xt2000i.